Event description:
It was reported that the device was explanted after power on reset and premature eri was observed. No patient complications were reported as a result of this event.

Event description:
It was reported that the device was explanted after power on reset and premature eri was observed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Detailed analysis of the device was not performed due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Detailed analysis of the device was not performed due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Other: it was reported that the device was explanted after power on reset and premature eri was observed. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination; no conclusion can be drawn premature eri (elective replacement indicator).